Event description:
The caps appear to leak from the area of the mini cap where the threads end. The patient had her transfer set replaced and the minicaps still appeared to be leaking. No patient injury or medical intervention was associated with this incident per the home patient.